Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: b8, d4 (lot #, unique identifier (UDI) #, d10, h6 (medical device problem code)

Event description:
It was reported by customer that the transray plus 35cc intra-aortic balloon (iab) has catheter inspection required alarm sounded during use. A kinked catheter was suspected inside the body. There was no patient harm or injury.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, d9 (device available for evaluation and date return to manufacture), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field d10 is goodman 8fr long sheath and pump, e3. The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. A non maquet 10 inch sheath was returned separate from the iab with dried blood on the component. Three kinks were observed on the catheter tubing approximately 28.4 cm 72.4 cm and 73.7 cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon catheter y fitting extracorporeal and extender tubing was performed and a leak was observed at the rear seal of the membrane. The reported problem was most likely triggered by a leak in the iab which was found on the rear seal of the membrane. This damage occurred after shipment of the device. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is leak tested twice before being released. The device was returned with an off label goodman sheath. This off label sheath was returned with multiple kinks in the body. The likely reason behind the kinking of this sheath is it is not reinforced. Getinge sheaths are reinforced to prevent kinking during use. It is possible that the use of the off label sheath was the cause of the rear seal leak due to the iab passing through a kinked sheath. The root cause of leak at the rear seal area cannot be officially determined as it occurred after shipment of the device and was out of getinges control. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.